Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings:-black box and alarm history show multiple motor alarms on (B)(6) 2017. Returned battery cap can fit securely. Pump alarmed upon the first rewind attempt. Reported motor alarms failure was duplicated. Pump¿s cover was removed, moisture corrosion was found to the cgm module, force sensor circuit, and to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.